Event description:
Event description guidant received information that the patient with this ventricular lead was admitted to the hospital for an unknown reason and was incoherent. Upon testing, loss of capture, high threshold measurements, undersensing and a decrease in sensing measurement was noted from this ventricular lead.